Event description:
Non-integration reported. Implant not introduced because primary stability is not achieved.

Event description:
Non-integration reported. Implant not introduced because primary stability is not achieved.